Event description:
It was reported a patient underwent an unknown knee procedure on (B)(6) 2024 and topical skin adhesive was used. A patient from (B)(6) developed erythema at the dressing site that we¿re wondering if it¿s related to the adhesive. It was removed and treated with antibiotics. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Additional information has been requested and received. What is the current status of these patient? Did they experienced any additional complications other than erythema? "There is some scabbing at the very proximal and very distal ends. There is some generalized hyperemia starting at the proximal third of the incision extending down the thigh and into the calf to the distal third around the ankle. This is mostly anteriorly and seems contiguous with the incision. There is a well-demarcated line proximally but distally it is a bit more blunted with an ill-defined margin." Prineo, or has it been removed? Prineos are removed. What measures were taken to treat the complications? Put on antibiotics. Was patient allergic to 2-octyl cynoacrylate? Not known allergies. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any other serious post-operative complications or outcomes for the patient? Is photo available of patient reaction? Name of specific knee surgery? Confirm the procedure date was (B)(6) 2024? What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.